Event description:
This spontaneous case was received on 05-oct-2017 and 06-oct-2017 (processed together with clock start date as 05-oct-2017) from other health care professional (inspector at health authority) via health authority of (B)(6). This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and after an unknown latency experienced an inflammatory reaction and had difficulty to walk. No past drugs, concomitant medications and concurrent conditions were reported. Medical history included patient wore his orthosis. On an unknown date, patient received treatment with intra articular synvisc one injection, once (dose and indication: not provided) in the knee. On an unknown date, after an unknown latency of receiving an injection of synvisc one, patient experienced an inflammatory reaction in his knee. The patient had some difficulty to walk and could no longer wear his orthosis (latency: unknown). It was reported that synvisc one was removed from his knee as corrective action. Corrective treatment: synvisc one was removed from his knee outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated 10-oct-2017: this case concerns a male patient who received synvisc one injection in his knee and had inflammatory reaction and had some difficulty to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.